Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsb5 silicone pad fell into the patient (pad was retrieved). Another blade was used to complete the case. There was no consequence to the patient.